Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735821rpend, lot/serial #: unknown. The manufacturer representative went to the site to test the navigation system. There was no communication with the camera. The infrared camera was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system could not establish connection with infrared camera. The camera was scheduled to be replaced. No patient was present at the time of the event.